Event description:
It was reported that the device powered on with a white screen and locked up. The power button was unresponsive and the customer had to remove the battery to turn off the device. However, once the battery was reconnected, the device powered on and off normally. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the customer found that the biomed observed proper device operation through functional and performance testing following the battery reconnection the device was then returned it to service and there has been no further issues. The cause of the reported event could not be determined.